Manufacturer narrative:
Additional tag devices implanted.

Event description:
In 2006, the pt was implanted with four gore tag thoracic endoprosthesis components and four gore excluder aaa endoprosthesis components. Only three gore excluder aaa endoprosthesis components were reported by the physician as actually implanted. This was for treatment of a thoracoabdominal aortic aneurysm. Final imaging showed a potential type ii endoleak which was not treated. The following month, the pt underwent surgical repair of a left groin hematoma due to access site problems. A small pinhole in the anterior wall of the common femoral artery was found and repaired. Another re-exploration and evacuation of the left groin hematoma was done later in the day. In 2007, the pt underwent a reintervention with an aneurx cuff and two additional gore tag thoracic endoprosthesis to repair a type I proximal endoleak from the previous thoracoabdominal aortic aneurysm and non-healing left groin wound. The pt expired three months earlier, from congestive heart failure. Further investigation is pending.